Event description:
It was reported that during a procedure to treat a moderately calcified lesion in the non-tortuous distal left external iliac artery, via contralateral access, an 8x39x135 otw omnilink elite balloon expandable stent system was advanced over a supracore guide wire and into a 6-fr non-abbott sheath. Resistance was felt between the sheath and omnilink while advancing the omnilink, force was applied against resistance, and the stent dislodged while inside of the non-abbott sheath. The sheath (containing the stent) and omnilink system were removed from the anatomy as a single unit, without resistance felt, with the guide wire remaining in the anatomy. A new 8x39 omnilink elite system was advanced over the same guide wire and into a new, larger 7fr sheath without issue. The new omnilink stent was deployed in the target lesion, completing the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficulties advancing the sds could not be replicated in a testing environment due to the stent dislodgement. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the precautions section of the omnilink elite vascular balloon expandable stent system instructions for use (IFU) states: should unusual resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.